Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was unknown. The customer reported that the insulin pump did not alert when suspending transmitter. The customer also reported that the insulin pump did not hold the charge long enough to complete a full sensor wear without recharging. The device will not be returned for the analysis.